Manufacturer narrative:
Per the physician, the patient has very thick dermis and the original subdermal placement of the implant contributed to the failure to heal as expected. There is no indication of any system or component failure and the ipg was replaced only out of caution due to the potential for handling damage from the procedure. There is no indication that the device itself caused or contributed to failure to heal.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) being placed in the posterior shoulder area. On (B)(6) 2024 the firm was informed that the incision site was not healing appropriately and the physician planned a surgical intervention. On (B)(6) 2024 the physician removed the ipg from the existing pocket with the intention of placing the device in a new location to allow the original site to heal. During the procedure the physician elected to place a new ipg to avoid any potential handling damage from the procedure. The new ipg was placed in a more medial location and positioned using ultrasound guidance.